Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lavh procedure on the first firing of a device, the staple line formed only on one side. On the fourth firing of a second device no staples formed on one side. They opened a third device to complete the procedure. There was no pt consequence.